Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he had difficulties "folding the iol to pass it through the cartridge, used forceps and there was a posterior capsule tearing." The iol was fixed, but was decentered laterally. One week post-op, the surgeon performed a vitrectomy because he observed a "retinal traction." The iol is still decentered laterally. Add'l info has been requested.